Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer¿s mother reported via phone call that insulin pump alarmed for pump error detected for 3 times. Customer¿s blood glucose was 19.6mmol/l at time of incident. Customer performed troubleshoot for pump error but it did not resolve the issue. Insulin pump will be return be return for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement test and self test. The critical block and inverse critical block did not add to zero and the motor arm cannot communicate with the main arm noted in insulin pump history file due to software error.